Event description:
The patient was undergoing a vagal nerve stimulator internal pulse generator replacement, the team encountered issues during the programming and interrogation of the device. It was noted that this was due to an "end of battery life" issue. Thus, a new generator was opened and implanted into the patient successfully, no harm to the patient.